Event description:
The customer reported via phone call that they received a motor error alarm after showering. The customer also reported receiving a off no power error when attempting to clear the motor error alarm. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Motor error alarmed during basic occlusion test due to faulty force sensor resistor. Failure analysis was unable to perform basic occlusion, occlusion, prime, and the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. No moisture damage inside pump noted. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.